Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0325¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. An additional observation related to the reported complaint was observed. The instrument had a broken main tube approximately 0.031" from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The cadiere forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the cadiere forceps instrument was noted with damaged tip during the inspection process in sterile processing department (spd). There was a metal piece separating from the arm shaft. There was no reported patient involvement.